Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 72-year-old male patient for the indication of aortic valvuloplasty. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock, in the setting of aortic stenosis and acute myocardial infarction. During the hospital course, the patient experienced cardiac arrest and subsequently required escalation of circulatory support with extracorporeal membrane oxygenation and intra-aortic balloon pump insertion. During the subsequent procedure, balloon aortic valvuloplasty was performed. An attempt was made to insert the impella cp device; however, the device inlet could not be advanced across the aortic valve, and insertion was discontinued. The patient was returned to the unit supported on extracorporeal membrane oxygenation without impella cp support. The patient ultimately survived to device explant. The inability to advance the device across the aortic valve is consistent with anatomical and procedural challenges associated with severe aortic stenosis and patient-specific factors.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the failure to advance was unable to be determined as insufficient clinical details were provided.